Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It is alleged, the patient received a gunther tulip filter on (B)(6) 2007 at (B)(6). Physician allegedly placed the filter. It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Medical records have been requested, but not yet provided.

Manufacturer narrative:
Investigative evaluation: investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "tulip, device is unable to be retrieved, anxiety". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported anxiety is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 08/08/2016 as follows: the plaintiff allegedly received the device implant on (B)(6) 2007 via the jugular vein due to pe. The plaintiff alleges device is unable to be retrieved, anxiety.

Manufacturer narrative:
(B)(4). Evaluation- no information regarding the event. The device was not returned to assist with the investigation. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Unable to comment on the alleged injury. There is no evidence to suggest the device was not manufactured according to specification. If additional information is received, the report will be re-opened for further investigation.

Event description:
It is alleged, the patient received a gunther tulip filter on (B)(6) 2007 at (B)(6). Physician allegedly placed the filter. It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Medical records have been requested, but not yet provided.